Event description:
The customer reported that the screen goes black. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call, so we could not go to the facility to verify the problem.